Manufacturer narrative:
One device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a de-clot procedure within a polytetrafluoroethylene [ptfe] graft the radiopaque band on the end of the sheath separated during sheath removal. The physician reports that during access the sheath performed well. The physician did not want to remove the band. Instead, the physician chose to pin the radiopaque band to the wall of the graft with a stent.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history and complaint data base could not be reviewed since the lot number was not provided. Corrective actions are in process.